Event description:
Alleged the head hi/low is drifting down. He has replaced the emergency trend valve and the head hi/low down valve and the bed is still drifting.

Manufacturer narrative:
The technician installed a rod lock upgrade kit to repair the bed.